Event description:
Surgeon attempted removal of 2x4mm right kidney stone using wire stone basket. No problem with introduction. Wires of stone basket (with stone inside) became lodged in ureteral mucosa. Surgeon unable to remove the device. Return to surgery necessary on 8/22/96 for cystotomy, ureterotomy with a) ureteronecystotomy and b) ureterolithotomy. Surgeon's op note states the main reason the stone was not able to be removed was the fact that the stone had transversely crossed the lower segment and was unable to be extracted. Stone too large for the ureter to allow to pass because of its flexibility.